Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as a cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the following allegations have been investigated:unable to retrieve, tilt, projects over the vertebrae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009. On or about (B)(6) 2018, [pt]'s treating physician discovered through a CT scan, the filter is tilted and is projecting over the vertebrae." "On (B)(6) 2018, [pt]'s treating physician concluded that the filter could not be retrieved and any attempts to remove the filter because of its condition would be unsafe." Patient outcome: "[pt] is at risk for future cook filter fractures, migrations, perforations and tilting. [Pt] faces numerous health risks, including the risk of death. For the rest of [pt]s life, he will require on-going medical monitoring and use of anti-coagulants."